Manufacturer narrative:
(B)(4). G2: foreign, event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the sterile packaging of a neutral liner was deformed/melted and could not be safely opened, and the surgeon elected to use a high wall liner. There were no consequences or impacts to the patient. Attempts have been made and no further information has been provided.